Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced no symptoms, but would have experienced a hyperglycemic event. When a fingerstick was taken the cgm reading was high and the blood glucose reading was high. However, the patient stated that before the fingerstick was taken, the patient stated that the cgm reading has been inaccurate, and would have been jumping from normal range values, to high values. The patient did not report any self-treatment. The patient went to the hospital, where they were diagnosed with diabetic ketoacidosis. The patient was treated with intravenous saline, potassium, insulin, and magnesium. The patient was discharged after 3 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.